Event description:
It was reported that during implant the lead exhibited low out of range lead impedance and an insulation anomaly. The lead was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of low lead impedance was confirmed in the laboratory and was due to an electrical short in the lead caused by damage to the inner insulation. The cause of the inner insulation damage was overtorque of the inner coil during the surgical procedure.